Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the product did not meet needle attachment specifications. It was reported that the needle unexpectedly separated from the thread. The reported issue was confirmed. A review of the device history record for the suture sample indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be due to poor suture insertion into the needle during the attaching process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle of the three sutures were popped off upon opening the device. Another suture from the same box was opened to complete the case. There was no patient injury.